Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced redness and swelling around the implantable pulse generator (ipg) site. It was suspected to be an infection. The ipg system remains in use. No further patient complications have been reported as a result of this event.